Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. The event date was 2018 (specific date not reported). It was reported the patient had a pump implanted in (B)(6) last month and sometime after that developed an infection. It was unknown if the infection was related to the device. The patient was traveling to (B)(6) and on her way went to (B)(6) in (B)(6) because the spinal incision ¿popped open¿ so they stapled it shut and sent her on her way. It was reported there was 10 cc of fluid around the infection site. The reporter described it as a ¿raging infection¿ and they were working to get a surgeon to deal with it. No further complications were reported/anticipated or expected.